Manufacturer narrative:
Conclusion and justification status: the complaint states the components were removed during revision surgery. The surgeon said that the components had loosened and the tibial bone had collapsed medially. Causes were unknown. He did not request a report and is not expecting to be contacted for further information. A complaint database search and review of manufacturing records did not identify any anomalies. Without return of the product or further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
The surgeon said that the components had loosened and the tibial bone had collapsed medially.